Manufacturer narrative:
The allon involved in the incident has not been returned to belmont for investigation, nor was the lot number of the associated thermowrap available. There is limited information available about the event, as the "red spots" discovered on a patient were not considered clinically relevant and therefore not reported at the time of the incident. When belmont's sales representative followed up with the user facility for additional information, the physician described the effect as "waffling" with no permanent damage. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates that this was an isolated incident. Belmont will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
During a routine follow up with the user facility regarding an ongoing trial of the allon, belmont's sales representative was informed of an incident that had not been previously reported, in which red spots were discovered on a patient. The physician stated that it "was not clinically relevant." No further details were provided.